Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Although requested, no additional information was provided regarding this event. Customer reverted to an alternate method of insulin therapy.